Event description:
It was reported that the patient experienced altered mental status. Corrective actions included new hospitalization. The patient was found by a study partner confused and unresponsive in the bathroom and was transferred via emt to the ER. A full workup indicated that the subject was bradycardic and confused, CT head, ua, blood work was all negative. The study partner realized that the patient had ingested the study partners medications included zolpidem 10 mg, clonazepam 1mg, aspirin 81mg, simvastatin 20mg and tamsulosin. The patient was discharged from the ER later that day alert, oriented with no neurological deficit. The temporarily altered mental status was attributed to the medication and had resolved with no recurrence. The event was closed. The patient experienced a mild uti. Corrective action included medication added, discontinued or dose change. The medication was rocephin 1g. The mild uti was considered open.

Manufacturer narrative:
Concomitant products: product ID 3708660, lot # nkn045740v, product type extension; product ID 3387s-40, lot # va01k4q, implanted: (B)(6) 2013, product type lead; product ID 3708660, lot # nkn045739v, implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information reported the altered mental status and mild urinary tract infection were not related to the device, therapy, implant procedure, or study.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).